Manufacturer narrative:
Additional manufacturer narrative: a review of this complaint found that MDR was inadvertently filed in error. The reported issue does not present any risk to the user.

Event description:
Provider states coming apart and fraying within 6 months. A review of this complaint found the upholstery on the seat pouch had begun to fray.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states coming apart and fraying within 6 months. MDR filed.